Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-02164. It was reported that balloon rupture occurred. The target lesion was located in the junction of the subclavian vein and superior vena cava (svc). Two 12.0mm x 40mm, 75cm mustang¿ balloon catheters had been used to dilate the lesion. However, during inflation at 10 atmospheres and 12 atmospheres, the balloons ruptured. The device was removed completely from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. A visual examination of the returned device confirmed that the balloon had been subjected to positive pressure and deflated. Blood was observed within the balloon which is evidence of a device leak. A visual examination of the returned device identified a longitudinal tear in the balloon material beginning 12mm proximal to the distal edge of the proximal markerband, the tear extended distally for a total length of 21.5mm. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the junction of the subclavian vein and superior vena cava (svc). Two 12.0mm x 40mm, 75cm mustang¿ balloon catheters had been used to dilate the lesion. However, during inflation at 10 atmospheres and 12 atmospheres, the balloons ruptured. The device was removed completely from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.